Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI number added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty performed on (B)(6) 2024, with vbs. In the surgery, after drilling and sizing according to the procedure manual, the vbs small balloon in question was attempted to be dilated inside the body, when the surgeon's hand became wet, indicating leakage of the contrast agent outside the body. It appeared to be leaking from the tubing portion of the balloon, however, that balloon was not used, but the balloon on one side was reused. The surgery was completed successfully and patient status/ outcome is stable. This report is for one (1) vertebral body set/small- sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2b, d2a d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. 510k: this report is for an unknown UDI number and 510-k number is unknown. H3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: part: 09.804.600s, synthes lot: 82291091, supplier lot: 82291091, release to warehouse date: 18 august 2023, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revelated that the vertebral body set/small- sterile had signs of breakage and the distal tip deformed. The observed conditions of the device were created during insertion process. No other issues were observed. The fluid leak can be attributed to observed balloon breakage of the cause of the observed condition is likely due to continuing to pressurize the balloon after the maximum volume had been reached. The complaint was reviewed with the supplier and it was confirmed that all parts pass a 100% leak test and all lots have a sample burst test performed as part of lot acceptance. As part of the investigation, the supplier also performed a burst test on 2 new production devices and both burst above the required atmospheres. A visual examination of the burst test samples confirmed the condition of the balloons were consistent with the complaint devices. A dimensional inspection was not performed due to the post-manufacturing damage. The vertebral body stent surgical technique guide was reviewed; it states to stop balloon expansion if any of the following happens: 1. Desired vertebral body height or angle is reached. The maximum stent diameter is 15 mm for vbb small and 17 mm for both vbb medium and vbb large. 2. Pressure reaches 30 atm (440 psi) 3. Vbs volume reaches maximum - 4.0 ml for vbb small - 4.5 ml for vbb medium - 5.0 ml for vbb large the surgical technique guide also contains the following warning: - do not fill the balloons over their maximum volume or pressure. If this is done, they may leak. - vbs maximum volumes differ from vbb maximum volumes. The pressure and/or volume achieved prior to failure of the device were not reported but the condition of the returned device is consistent with over expansion or pressurization. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached.. The overall complaint was confirmed as the observed condition of the vertebral body set/small- sterile would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications there is no indication that a design or manufacturing issue has caused the complaint condition. Drawing/specifications reviewed vertebral body stent (vbs)-small / medium / large (current and manufactured). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.